Event description:
It was reported that the patient felt dizziness. The threshold and high ventricular impedance were higher than the previous check. Lead fracture was suspected. The doctor plans to replace the lead, however the lead is still in use at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.